Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown liner; 650-1057 cer bioloxd option hd 36mm, 5771760; 650-1064 cer option type 1 tpr sleve -6, 753310. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported a patient underwent primary right total hip arthroplasty and patient obtained an intra-operative calcar fracture which was fixed using proximal cables now the patient was revised orif within one month due to subsidence of stem and subsequent femur fracture. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by medical records, CT scan and xrays received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.